Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received two inappropriate shocks due to oversensing. Technical services (ts) reviewed the device data and episodes and discussed there is loss of r-wave amplitude and myopotential oversensing, which triggered the device to charge and deliver the shocks. It was also mentioned that the observed signals look like sense b node issue, however, further review by the hospital was recommended. The patient was then seen in-clinic and the device programmed from primary to secondary vector. Provocative maneuvers were performed and some noise and low amplitude r-waves was observed, so the patient was admitted to the cardiology ward and x-rays performed. Ts discussed the x-ray shows some opportunity to improve the system placement as well. Further troubleshooting is still expected to be performed. Additional information was provided. The patient received five more inappropriate shocks due to t-wave oversensing. The physician decide to turn therapy off and the s-ICD system will be explanted, however, there is no scheduled date at this time. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received two inappropriate shocks due to oversensing. Technical services (ts) reviewed the device data and episodes and discussed there is loss of r-wave amplitude and myopotential oversensing, which triggered the device to charge and deliver the shocks. It was also mentioned that the observed signals look like sense b node issue, however, further review by the hospital was recommended. The patient was then seen in-clinic and the device programmed from primary to secondary vector. Provocative maneuvers were performed and some noise and low amplitude r-waves was observed, so the patient was admitted to the cardiology ward and x-rays performed. Ts discussed the x-ray shows some opportunity to improve the system placement as well. Further troubleshooting is still expected to be performed. Additional information was provided. The patient received five more inappropriate shocks due to t-wave oversensing. The physician decide to turn therapy off and the s-ICD system was explanted and replaced. No additional adverse patient effects were reported. The electrode is expected to be returned for analysis.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found a benign crack in the polycin vorite notch area next to the sense b electrode, right on the edge of the ring. The crack did not extend into insulation. Surface abrasion was noted along with a curve in the lead approximately 35-40 millimeters (mm) from the terminal pin. Stretched coils on the proximal end of the shock coil were also observed, likely related to explant damage. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received two inappropriate shocks due to oversensing. Technical services (ts) reviewed the device data and episodes and discussed there is loss of r-wave amplitude and myopotential oversensing, which triggered the device to charge and deliver the shocks. It was also mentioned that the observed signals look like sense b node issue, however, further review by the hospital was recommended. The patient was then seen in-clinic and the device programmed from primary to secondary vector. Provocative maneuvers were performed and some noise and low amplitude r-waves was observed, so the patient was admitted to the cardiology ward and x-rays performed. Ts discussed the x-ray shows some opportunity to improve the system placement as well. Further troubleshooting is still expected to be performed. Additional information was provided. The patient received five more inappropriate shocks due to t-wave oversensing. The physician decided to turn therapy off and the s-ICD system was explanted and replaced. No additional adverse patient effects were reported. The electrode was returned for analysis.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received two inappropriate shocks due to oversensing. Technical services (ts) reviewed the device data and episodes and discussed there is loss of r-wave amplitude and myopotential oversensing, which triggered the device to charge and deliver the shocks. It was also mentioned that the observed signals look like sense b node issue, however, further review by the hospital was recommended. The patient was then seen in-clinic and the device programmed from primary to secondary vector. Provocative maneuvers were performed and some noise and low amplitude r-waves was observed, so the patient was admitted to the cardiology ward and x-rays performed. Ts discussed the x-ray shows some opportunity to improve the system placement as well. Further troubleshooting is still expected to be performed. The s-ICD system remains in service. No additional adverse patient effects were reported.